Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 97754 - charging sys 97754 insr mrics 60601-1-11 - s/n#: (B)(6),37761 desktop charger - s/n#: (B)(6).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator with external equipment. The reason for call was, since the day before yesterday the pts unit was not working so the pt was trying to get in touch with case manager but could not find their number. The insr and the programmer was not recognizing the ins for they got a no connection type thing. Pt last charged the ins 5 days ago and their ins usually lasted them 4 days. During call pt verified no damage to the insr antenna cord. Pt attempted to charge the ins with the insr but the insr would not turn on. Pt plugged recharger into the dtc and the screen was still dark. Pt verified the dtc had a green light and verified the cord was not frayed or that the connector pin was not broken. The pt reset the insr and attempted to recharge the insr and the insr was still blank and would not turn on. The issue was not resolved.